Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-apr-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device had an issue with the door close. A field service engineer investigated and found no faults with the device. The fridge door was manually released and tested multiple times, and it was determined that the refrigerator door was slightly sagging, preventing proper alignment of the hasp with the latch. The customer was informed that the issue was related to door alignment and advised contacting facilities to adjust the refrigerator door. The system functioned as intended after the field service engineer investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the remote manager failed to close and latch failed to recognize the door closing which was causing failed storage space. The customer reported that the issue occurred when the user was trying to issue medications to a patient. There were no delay, no adverse events or injuries reported based on this event.